Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a biopsy procedure using mission instrument. Prior to the procedure, it was reported that the device was unscrewed to test the stylet needle to ensure it was not tight. As the clinician was preparing to insert the needle into the patient, the screw cap fell off, leaving the stylet needle unsecured within the inner portion of the needle. There was no reported patient contact.